Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from patient regarding an implantable neurostimulator (ins). It was reported that they're having issues with their stimulation. Patient mentioned that their "back would feel really bad". Patient mentioned that they are not able to do any adjustments and despite seeing the manufacturer representative (rep) several times, patient would still encounter the same issue. Patient also mentioned that they can only have stimulation go down and if they try to increase the stimulation, they would feel electrocuted sometimes. Whenever they would try to increase, they would see a message cannot provide desired intensity settings. Agent sent the message to the field for visibility (other rep to check on the patient).